Manufacturer narrative:
The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the testing of the vlft10gen, the device was returned for an unknown failure. It was stated that there is a possibility that it was involved in an incident which resulted in a burn to a patient with an unknown severity. No additional information was provided.